Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an improper workmanship error during 3d calibration. The investigation was performed considering complaint description, cs reports, image data and system history. The provided image data was analyzed, and the investigations identified in all volumes a ghost image (artifacts) of the phantom which is necessary for a geometry calibration. The "installation and startup" service instruction contains two main calibration chapters: intensity calibration (chapter 7) and geometry calibration (chapter 9). As described in the service instruction, a defined phantom has to be used for the 3d geometry calibration only. For the 3d intensity calibration the service engineer must use a defined copper filter. It is also noted that a dyna3d iqap (image quality assurance program) has to be performed afterwards (chapter 15.4). During these tests the processing error would have been detected. The issue has been resolved by performing a fd calibration and 3d intensity calibration. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. A systematic error was not detected, and no corrective action is necessary.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. Based on a non-usable image, the patient had to be relocated and the procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.